Event description:
The hcp reported a patient in a dbs study experienced a stroke the evening after surgery and is now experiencing worsening depression and suicide thoughts. The patient underwent bilateral deep brain stimulation placement in 2005. The surgery proceeded well, without complications, however, the evening after surgery the patient suffered a stroke in the left brain. The patient recovered from the stroke with mild residual effects of slurred speech and mild cognitive impariment. The patient was seen in a six month follow-up visit. The patient expressed worsening depression and suicide thoughts during the visit. The patient was seen in consultation by psychiatry service and was hospitalized voluntarily for treatment of his severe depression. Since being hospitalized, the antidepressant medication was increased, he has been attending therapy groups and classes. The patient reports feeling that his depression is much improved. Discharge back to assisted living is planned.